Event description:
The customer reported the unicel dxc 600 pro synchron system had reagent probe a leaking into the cover pocket under the probe. The leak was about 10ml and contained to the instrument. No erroneous results generated. No exposure reported. Customer was wearing gloves, eye protection, and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the reagent probe a leaking was the collar wash valve. Fse replaced the valve and the leak was resolved. (B)(4).